Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4319 serial/lot: (B)(4), description: clik x MRI anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s skin above the anchor reopened to a 0.5 cm hole. The lead was also visible. Cultures were taken and showed skin containments. The patient was given antibiotics and the lead was explanted. It should be noted that the patient is wheelchair bound.